Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. A day later, the patient was hospitalized for the peritonitis and was treated with unspecified antibiotics. The patient recovered from the peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.